Manufacturer narrative:
It was reported that the brace allegedly would not lock. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the brace allegedly would not lock. No injury reported.